Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain. Patient states approximately on around (B)(6) 2026. She went to sit down in the bathtub and went down really hard. Patient states after the incident she was having a little bit of increase pain and try to turn up the intensity of her stimulator but was getting oor on all groups. Patient came in today and did have high impedance on contact five and contact 13. Contact five and contact 13 was being used either one or both in all groups. Patient was reprogrammed, avoiding those contacts and was able to turn stimulation up and down to comfort. Patient will try using the the new programs and will reach out if she feels like her relief is not the same. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported about a week ago they noticed the stimulation was not very strong and they were not feeling stimulation. Patient stated they are getting message settings not available, cannot provide your desire intensity on the controller screen. Patient stated they were on group b and they tried all the different groups and programs and continue to get the same message. Agent asked patient to connect with the controller and controller show setting not available, cannot provide your desired intensity settings. Patient service ask if patient had a fall or trauma and patient said she slipped and sat down very hard in the bathtub on sunday. Agent assisted patient with resetting the controller and clear the message. Controller shows ins 100% and controller 70% charged. Agent reviewed device function and meaning of the messages. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.